Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to implant, the physician exercised the lead helix on the sterile table to test the mechanism. After multiple slow clockwise and then counter-clockwise rotations, the helix would not extend. The lead was not used and another new lead was implanted. No patient complications have been reported as a result of this event.